Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a syncope event. The clinical representative noted high pacing thresholds and low intrinsic amplitude of the waves; therefore, it was suspected possible loss of capture (loc) on the rv lead. No additional adverse patient effects were reported. This rv lead remains in service.